Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the battery was switching to another power source earlier than expected. The device was exchanged with no reported consequence to the patient. No additional information provided.

Manufacturer narrative:
The reported event of the returned battery could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported power switching could not be confirmed since log files were not available for analysis. Analysis of the device revealed that the device passed visual examination but failed functional testing. Test equipment was unable to read the internal battery parameters due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit (ic) was not able to reestablish communication. The most likely root cause of this observation can be attributed to a faulty integrated circuit that controls the battery. However, the battery was still able to function as expected. As a result, the faulty integrated circuit is considered not related to the reported event. Based on the available information, the reported event could not be replicated during testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.